Manufacturer narrative:
The recipient is reportedly undergoing an antibiotic treatment. The external visual inspection revealed silicone damage on the top cover and near the fantail prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The scanning electron microscopy revealed an electrode wire was broken near the contact pad. This device was explanted for medical reasons.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's mrsa infection is reportedly still being treated with antibiotics. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's (B)(6) infection was reportedly not device related. The recipient continues to undergo an antibiotic treatment.

Event description:
The recipient reportedly experienced a (B)(6) infection. The recipient's device was explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient was reportedly not reimplanted.